Event description:
Quick run down of the problem, and the device that is being sold by: www.aussiecarepro.com the are selling smart watches that claim to read blood sugar levels, non invasively, and without finger pricks. It is a very highly convincing website, and you will find the watches on their website. We bought 2 of them for (B)(6), and they dont work at all, not even close. The numbers that they give are very wrong, and not even close to the accurate results given by a finger prick test, using the test strips. These watches are very dangerous if a person relies on the numbers given, and could cost a person their life, if over time, they don't know and never find out their real sugar levels. This company needs to be dealt with under any relevant laws that might apply. I have complained to the company, and they know my feelings, and allegations about their product and how they are selling this product. At the time, of writing this, there is not one word that might hint at risks and does not even have any 'fine print' to alert people to the dangers. All of the "reviews" are fakes. There is about 50 of them, all 5 star reviews; 50 five star reviews? Hmmm? They are fakes. There are complaints about this company online who also say the same thing. I lodged a review myself, and it did not appear at all onto the website. No doubt they don't want negative reviews. They want only 5 star reviews, and they want to hide the truth about these products. I would guess that the reviews are all written by themselves and put up onto the website to make themselves look good and try to sell their products. The website is a fake and blatantly lying to people. After payment and then after it arrives in the post, and only then, when you read the manual do you find out, that this smart watch cannot read blood sugar levels accurately. They say in the manual, that it is not a medical device, and they admit in the manual, that it is not accurate. So where precisely on the website is this explained? No where. They will take your money first, and then leave you with a device that is dangerous, and the purchaser may or may not know of the dangers. It depends on whether they read the manual properly. The one that I purchased is this one, there are several. Http://aussiecarepro.com/products/suga-pro-smartwatch-diabetes-tracker-watch the owners need to be identified, and they take multiple credit card facilities, so therefore the money is trackable, and those funds would go to a bank account for sure. It should not be impossible to identify them, and deal with them as you see fitting. We have now been caught twice, with these kinds of smart watches. The other one also did not work, and we bought them quite a while ago. They have other functions, so we let it go and did not pursue it. However the watches look the same, they appear to be the same manufacturer and the same sort of style. After we got caught the second time, that has prompted me to follow this through and report them to the authorities. In future, we are going to await on apple, or samsung to release a proper medical smart watch, and if either of these two companies say they have one, then we could investigate it further at that point. (We are aware of other systems with 'patches' you put onto your arm, that report to a smart watch, that are actually approved for usage). I have also attached a copy of the manual for this watch, and you will see the warnings. Of course the customer does not know about this, in advance, and they find out only after payment, and after it arrives in the post. What can you do to close this website down, or at least get the smart watches removed from the website, and deal with the owners of the website for selling unauthorised devices? Ref report: mw5164985.